Manufacturer narrative:
The referenced outflow graft obstruction was reported under medwatch report # 2916596-2017-03071. (B)(4). Approximate age of device-1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on a CT of the chest performed on (B)(6) 2017 relating to lung cancer treatment, an outflow graft obstruction was observed resulting from a clot between the outflow graft and the bend relief. A balloon angioplasty was performed on the outflow graft. This was an incidental finding and the patient did not exhibit any symptoms nor were there any noted power elevations. On (B)(6) 2017, approximately one week after the outflow graft obstruction was found, the patient was admitted to the hospital due to a stroke. A CT scan showed no bleed or lesion; however the hospital presumed the patient suffered an embolic stroke. On (B)(6) 2017, the patient¿s inr was 1.9 and increased to 3. At the time of the stroke, the patient¿s inr was therapeutic. It was reported that all deficits resolved.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The submitted system controller log files appeared to capture the device operating as intended. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.